Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. No unexpected up or down button and no scrolling the other way. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 588 mg/dl. She changed the infusion set and gave herself a correction with the insulin pump. Over the course of five hours, her blood glucose went down to 134 mg/dl. The customer woke up with a low blood glucose level of 63 mg/dl. Every time she attempted to bolus the numbers on the screen scrolled. She removed the battery and when she inserted it back the insulin pump alarmed button error. As a result the customer was using a spare insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.